Event description:
The consumer indicated that her tampon came apart and tampon pieces remained inside of her. While urinating she felt pain, shortly after the tip of her tampon was expelled from her vagina. She stated that she did not experience any health problems as a result.

Manufacturer narrative:
The device history record was reviewed and there were no anomalies reported during production. Information from this incident will be included in our product complaint and MDR trend analysis.device was not returned by the consumer at the time of this report.